Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 558 mg/dl. The customer stated that the insulin was dripping down the arm and was able to change the infusion set. The customer was advised to change set and monitor the issue. The insulin pump will not be returned for analysis.